Manufacturer narrative:
(B)(4).

Event description:
It was reported that partial stent deployment occurred. An 8.0x22mm carotid wallstent was selected to treat the unspecified target lesion. During preparation the physician noted the stent was partially deployed. The procedure was completed with another same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the stent was partially deployed by 3mm. It was noted that the packaging mandrel was inserted through the device with 183mm of the mandrel coming out of the monorail exit. The mandrel was kinked at 16mm from the monorail exit. Microscopic examination found traces of tyvek at the end of the mandrel that was exiting the monorail exit. No other issues were noted with the device. All measurements were taken with a calibrated ruler. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause supplier design as the complaint is due to a supplier design specification that causes/contributes to problems in product use. (B)(4).

Event description:
It was reported that partial stent deployment occurred. An 8.0x22mm carotid wallstent¿ was selected to treat the unspecified target lesion. During preparation the physician noted the stent was partially deployed. The procedure was completed with another same device. No patient complications were reported.

Event description:
It was reported that partial stent deployment occurred. An 8.0x22mm carotid wallstent was selected to treat the unspecified target lesion. During preparation the physician noted the stent was partially deployed. The procedure was completed with another same device. No patient complications were reported.